Event description:
The physician was attempting to use an integrity bare metal stent. The device was removed from the packaging as per the instructions for use and inspected with no issues noted. During the procedure partial balloon inflation occurred during stent deployment and contrast was observed to be leaking from the balloon. No reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause undetermined). Evaluation conclusions: conclusion not yet available (evaluation in progress). (Root cause undetermined). (B)(4).

Event description:
The target lesion was in the distal part of the intra ventricular artery. The lesion exhibited 70% stenosis, no calcification and no tortuosity. No pre-dilation was carried out. The balloon was inflated to 14 atm for 30 seconds when contrast was noted to be leaking from the balloon during stent deployment. No intervention required to complete stent deployment, stent was successfully deployed.

Manufacturer narrative:
Evaluation: related to operational context - as the balloon achieved partial inflation during the procedure it appears most likely that the issue is procedural related. No issues noted during inspection prior to use. (B)(4)

Event description:
Evaluation summary: the balloon had been inflated. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon working length. A pinhole tear was detected on the balloon working length. The tear was jagged and punctured inwards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.